Event description:
Adverse event(s): "corneal burn" (burn, corneal). Product problem(s): "instrument was not the issue, nor was the system" (no known device problem). A surgeon reported a corneal burn had occurred. Additional info was requested. Additional info was received. The cataract was a brunescent cataract. The surgeon mentioned the instrumentation was not the issue, nor was the system. He indicated that he thought it was the viscoelastic used (healon 5). The nurse stated the ip had been manually turned off because the cataract was so dense. A questionnaire was received and indicated the corneal burn occurred immediately when the phaco handpiece was used and the occlusion alarm was on.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).